Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure attributed to user mishandling/misuse. An additional observation not reported by the site that was related to the primary failure was identified. The instrument was found to have mechanical indentation damage to the bipolar yaw pulley. The damage was located near and consistent to the damaged conductor wire insulation. Root cause of this failure is attributed to user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system (B)(4). There were 10 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image is consistent with the alleged complaint. The conductor wire insulation was frayed. The internal wire appeared exposed. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have a frayed conductor wire. The customer had no issue using the instrument during the previous procedure. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: there was no loss of cautery associated with the broken/loose cable. During the last use, the instrument was inspected prior to use and no damage was noted. It was unknown if there was any damage after the completion of the procedure or if the damage occurred during the cleaning process.